Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that his onetouch verio2 meter read inaccurately erratic. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that on (B)(6) 2015 at 08:00pm he obtained results of "2.2, 2.9, 3.3 and 12.5mmol/l" on the subject meter, performed within 20 minutes of each other. Based on statistical methodology the calculated difference in results exceeds lifescan's criteria for precision. The patient does not take any medication to manage his diabetes and continued to follow his usual diabetes management routine in response to the alleged issue. The patient reported that "a few minutes" after the allegedly inaccurate results he developed symptoms of "dizzy, sweating and fainted" and that at 08:20pm the emergency medical services (ems) arrived and performed a blood glucose test which gave a result of "2.7mmol/l" and the patient was subsequently treated with "two instant glucose tablets." At the time of troubleshooting, the cca noted that the meter was set to the correct unit of measure and an approved sample site was used. Replacement products were sent to the patient. This complaint is being reported as the patient developed symptoms suggestive of a serious injury and subsequently received medical intervention from a healthcare professional.